Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
In the pleurx catheter set there was a hole in the foil with undamaged carton.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One photo was provided for evaluation. Visual analysis of the customer provided photograph confirmed the reported failure mode (holes). One small hole was found in the wrapper. A device history record review of all applicable manufacturing records for lot 0001281183 did not identify any issues that may have contributed to the reported failure mode. The most probable contributing factor for the hole in the blue wrap was due to minor damage incurred during distribution. This contributing factor could not be definitively confirmed by the investigation. Since the probable root cause was identified as occurring outside the (B)(6) facility, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
In the pleurx catheter set there was a hole in the foil with undamaged carton.